Event description:
Manufacturer was contacted by the user of a medical bed alleging that the integrated bed exit detection system was not operating properly. There was no patient involvement. During service visit, bed was found to be operating and performing as expected after a zero was made.